Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4), 2008 and (B)(4), 2010 of complaints for additional reportable events. This MDR is for event 6 of 6. See additional mdrs as follows: MDR # 1061932-2011-00534 for event 1 of 6, MDR # 1061932-2011-00871 for event 2 of 6, MDR # 1061932-2011-00872 for event 3 of 6, MDR # 1061932-2011-00873 for event 4 of 6, MDR # 1061932-2011-00874 for event 5 of 6. On (B)(4) 2009 a field service engineer (fse) visited the site to evaluate the instrument. The fse checked the scanner alignment and function and cleaned the barcode scanner head. A barcode scan test was performed with forty eight samples. Each parameter passed with 100% success rate. The bar code label symbology used by the laboratory is code 39 with no check character. Bar code labels were subsequently returned for testing. Some labels had gaps or voids visible to the naked eye. Testing of the labels using the quick check 600/800 series bar code verifier found that labels failed specifications for reflectivity of media. The barcode labels are not a beckman coulter product. Further, it was noted that the bar code checksum software algorithm for the lh750 analyzer was disabled on the customer's instrument. Per beckman coulter labeling, the use of bar code checksums is strongly recommended in order to provide automatic checks for read accuracy.

Event description:
The customer reported that the lh750 hematology analyzer misread the barcode for one patient. The misread sample was accompanied by instrument-generated "no match" error message. There were no misidentified or erroneous test results reported outside of the laboratory. There were no reported changes to patient treatment associated with this event.